Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported tissue erosion on right eye (od) at a 3 month post op exam. A brief description of the event was that there was recurrent corneal erosion (rce) discovered. The patient had experienced the symptoms one week prior to the 3 month post op exam but had not reported to the surgery center. The patient was instructed to use muro 128 ung (hypertonic sodium chloride solution ointment) and pfats (pred forte artificial tears substitutions) ointment during the day. The patient's comments were there was pain upon awakening and watery on od at 2 months after the initial treatment. Through follow up, at 13 week post op, the patient indicated there was not much improvement and visual acuity was 20/100 od. The patient had declined bandage contact lens. At 14 week post op, the patient was presented with abrasion and rce. The patient indicated the pain and watering of the eye was not resolved. Bandage contact lens was placed on the od and the muro 128 was discontinued. The pfats are to be continued. Additional follow up was made and the surgery center indicated the symptoms have resolved since placing the contact lens. The patient no longer has pain. However, the surface is still healing and requires the bandage contact lens to prevent erosions during healing. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 1.00 x -.75 x 110, left eye pre-op 20/20 .50 x .00 x 90. Post op; bcva from (B)(6) 2015: right eye post-op 20/20 -1.50 x -.25x 100.